Event description:
Info received indicates the head section has come off the track.

Manufacturer narrative:
The technician found the slider pivots were broken and most of the parts were missing. The technician replaced the slider pivot retainers, bearings and the associated hardware to repair the bed.